Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The system is indicated for use in individuals 6 years of age and greater. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered 10 units of insulin when parents were not present. Subsequently, blood glucose level lowered to 40 (mg/dl). Customer was taken to the emergency room and treated with glucose strips and carbohydrates. Six hours later the customer was admitted to the hospital intensive care unit and additional glucose strips and carbohydrates were administered to resolve the issue. Customer was discharged on (B)(6) 2019 with no permanent damage.